Event description:
It was reported that the patient experienced pain in her back. An imaging report indicated that there was a l4 lumbar vertebrae spinous process fracture. The patient was treated with an injection by the physician.